Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a di lator inserted through a sheath. The dilator was stained from use and the tip of the sheath was observed to be damaged. Microscopic examination revealed that the tip was pushed back and folded. This type of damage, as seen in previous investigations, is the result of the tip hitting or pushing against a hard surface. The dimensions of the tip could not be accurately measured due to the damage. A review of manufacturing records did not yield any relevant findings. The provided instructions provides suggested insertion techniques. It was not reported if these techniques were used. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this issue. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported during insertion the nurse noticed the sheath buckled at the tip. As a result, another kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.